Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe lower pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2015 had total laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff stated that the pain was excruciating and was not related to menses. The pain was constant, not cyclic. Discrepancy to be noted in essure insertion date as mentioned in given summon as (B)(6) 2014. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: successful closure of the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-sep-2019: medical record received, new reporter, patient demographic, indication, essure start date and event abdominal,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015 had total laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff stated that the pain was excruciating and was not related to menses. The pain was constant, not cyclic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successful closure of the fallopian tubes company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported severe lower pelvic pain and heavy bleeding. The plaintiff was submitted to a total laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis on (B)(6) 2015 and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015 had total laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff stated that the pain was excruciating and was not related to menses. The pain was constant, not cyclic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successful closure of the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported severe lower pelvic pain and heavy bleeding. The plaintiff was submitted to a total laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis on (B)(6) 2015 and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.